Manufacturer narrative:
Evaluation summary: there is insufficient information to perform a probable cause analysis regarding the pain. Regarding the infection, the manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain and infection.